Event description:
It was reported that the patient had the artificial urinary sphincter removed as it did not work. The physician felt that the urethra was too weak to replace the device in the same day, so a new device was implanted at a later date. No patient complications were reported.